Manufacturer narrative:
Concomitant devices: drill battery - pn and sn unknown. Sterrad 100s, (B)(4). (B)(4) no code available: suspect positive bi

Event description:
An international customer reported a suspected positive biological indicator (bi) after a completed sterrad 100s cycle. The customer states that the health care worker (hcw) who was in charge of the sterrad process was not familiar with the sterrad sterilizer or the cyclesure biological indicator (bi) and may have misread the results. It is unknown where in the chamber the bi was placed during the cycle. The result of the bi in the previous load was unknown and the result of the subsequent bi was negative. The load processed had a drill battery for orthopedic surgery. The device was not recalled because the customer confirmed the color of the chemical indicator (ci). No harm or injury was reported due to this event.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the complaint history, service history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history review) was reviewed and found the lot to meet all required specifications without any manufacturing nonconformities at the time of release for shipment. The complaint history for the cyclesure bi did not reveal a trend for suspected positive bi. The service history review was not performed to address a positive bi, since a service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) review revealed a low-safety risk to the user. The hha (health hazard analysis) is considered to be none/negligible risk. The tray data was not provided, so the load compatibility could not be confirmed. The incubation temperature was not provided, therefore, the correct temperature requirements are not confirmed. There was no report of a sterilizer malfunction during the cycle of which the reported bi was used. It is unlikely that the positive bi result is attributed to the sterrad 100s sterilizer. The cycle passed which indicates that sufficient h2o2 was delivered into the system. The unknown cassette is not likely to be the cause of the issue. The customer reported that the issue may be related to user error; however, the details of the error were not provided. Thorough investigation and testing could not reproduce the reported issue of a positive bi result. Product was not returned for investigation and there were no problems found with the retain samples from the reported lot.